Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was pending approval for the MRI. The indication for the MRI was pain radiating down left leg post implant. It was unknown if this was related to the manufacturer's device. The patient had an MRI scheduled for (B)(6) 2014. It was reported there was a packaging or labeling problem. The MRI documentation was too wordy. The MRI facility did not understand the labeling for the coil type and could not perform the MRI because they only had a transmit and receive coil for cervical MRI. The patient needed to have a revision on one of the leads. The wire moved and was anterior over the last 7-10 days. No fall or trauma was reported and the patient did not remember doing anything that may have caused this. The lead was placed in the cervical region. The manufacturer representative (rep) noted they may or may not remove the entire lead. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) on (B)(6) 2018. The patient was having an unrelated MRI of their cervical spine. The patient said that the lead broke off just a few months after they had it in. It was in 2015. The caller indicated that it was not due to a fall. The patient was feeling something strange and someone from the manufacturer came over and they said do not worry about it in 2015. They were not going to fix it, but they do not know why it happened. The lead is still implanted. Patient services reviewed that since the lead is still implanted, the only type of MRI that could be done would be a brain scan. The caller was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Event description:
It was reported the patient had stimulation on for 2-3 days after implant. The patient got an upset stomach and though it might be device related so he turned stimulation off for 1-2 days. The stomachache went away and the patient turned stimulation back on. Since then, the patient felt like his leg was on fire, a burning pain, with tingling and numbness. The patient tried adjusting the settings and turning off the implantable neurostimulator (ins) and it didn¿t help the leg pain. The patient experienced a loss of therapeutic effect, it was unknown if it was sudden or gradual. It was unknown if the patient experienced a loss of stimulation. It was unknown if there was a 50% or greater symptom reduction. The patient was not sure if something moved. The patient had to walk around sometimes to take his mind off the pain. The patient called the physician already and would follow up with the physician again. It was later reported that an x-ray and MRI were ordered and reprogramming was required. The patient was having a MRI of his cervical spine, and had cervical lead placement in the epidural space. An x-ray was performed on (B)(6) 2014 and showed the lead had moved laterally and ¿slightly interior¿ but was still in the epidural space. The x-ray suggested lead migration. One of the cervical leads had migrated, causing stimulation changes and discomfort. It was unknown when the lead moved. No falls or traumas were reported. The cause of the event was not determined and it was unknown if it was device related. The physician and patient wanted to perform a lead revision, but the MRI needed to be done before that could happen. The patient was reportedly doing fine, but still had concerns regarding his device or therapy. The patient was working with the physician and manufacturer representative (rep) and had a MRI scheduled for (B)(6) 2014 to see what was wrong with the leads. The patient had not recovered, as the symptoms/issues were ongoing. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.